Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; creases fold, deformation, red particles in the shell, cloudy in the gel and overweight. Bubbles in the gel observed after autoclave cycle. It is observed that it is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Based on the device analysis the final assessment is:the unit is not rupture and no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV, "switched out because of the recall," "pain along with other problems," "swelling," "hardness," and "right shoulder pain on the right side."

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "ruptured implant." Additionally patient reported, device was "switched out because of the recall," "pain along with other problems," "swelling," "hardness," and "right shoulder pain on the right side." Device has been explanted.